Event description:
It was reported while using the device; it would not turn on and kept going into standby mode, which resulted in the dressing becoming saturated with serous ooze. It was also reported that there was no blood present when the dressing was changed.